Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that during the scs trial procedure on (B)(6) 2018, the physician attempted to place the lead (multiple times) past the vertebral level t12 but could not advance the lead due to patient anatomy. As a result, the procedure was abandoned.